Event description:
It was reported that the patient underwent a gynecological procedure sometime in 2006 and mesh, ams sparc, bard adjust, bsc obtryx & coloplast aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cholecystectomy due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.